Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device discarded.

Event description:
It was reported that there were black specs coming from the blade during a surgical procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.